Manufacturer narrative:
Product event summary: the device returned and analyzed. Visual inspection of the mapping catheter showed a kink on the shaft. Also, there the loop was misshape and pebax tube was ribbed. The catheter failed the returned inspection test due to a kink on the shaft, a misshaped loop and a damaged pebax. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the compatibility issue was confirmed through testing. The catheter failed the return product inspection due to a kink on the shaft, a misshaped loop and a damaged pebax. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.